Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 07/16/2024. An investigation was conducted on 07/31/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact cannula or intact c-ring. There were no visual defects observed on the intact heater wire of the harvesting device. The clear silicone insulation on the hot jaw was observed to be intact. The clear silicone insulation on the tip of the cold jaw was observed to be peeled and detached away from the cold jaw, exposing the cold metal tip of the jaw. The detached silicone was not returned for evaluation. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000398491 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 grabber had a piece of the silicone tip break off while outside of the patient. A new device was used to complete the procedure. There was a slight procedural delay to triage the problem and open a new device. There was no harm noted.